Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation, but was returned to olympus europa k.g (oekg). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from oekg there was the possibility that the reported phenomenon (kept angulation) was attributed to the following occurrence mechanism. The angulation wire cannot move forward or backward, because the pitch of the coil pipe through which the angulation wire slides shifts (deforms) due to the angulation operation with the bending section fixed.

Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A customer reported that the device has a malfunction during preparation for use. Then, olympus inspected the device at the service department of olympus (B)(4) and found that the angulation wire was broken. Therefore, (B)(4) could not return the bending section to a straight state. Insertion tube pinhole and bending section rubber wear were also found. There was no report of patient injury associated with this event.